Manufacturer narrative:
(B)(4). The device was returned to the factory on 09oct2019, and it was investigated on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was returned outside of the loading device. The tension spring assembly and seal remained inside the delivery tube with the seal extended outside the tube. The plunger was not depressed and the blue slide lock not was dis-engaged. Photographs were provided by the account and based on the position of the seal and the white plunger, we can conclude that the seal was not loaded correctly. The seal was then pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blue wing is not squeezed properly during loading, so the seal is not inserted into the tube properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blue wing is not squeezed properly during loading, so the seal is not inserted into the tube properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.